Event description:
A consumer implanted for spinal pain reported they needed to meet with a manufacturer¿s representative (rep) because in (B)(6) 2016 they experienced a loss of therapy and ¿this thing is making me mad and I¿ve needed to get it working for the past week or two.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the loss of therapy was caused by a change in their pain level or age in order to resolve the loss of therapy a new program was added, but it wasn't known as of yet if the loss of therapy had been resolved, but hopefully it had.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.